Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with rapid, deep breathing, extreme drowsiness, polydypsia, polyuria, nausea, symptoms of dehydration, shortness of breath and vomiting associated with a call service alarm issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the call service (cs 088) has not occurred 3 times in 30 days. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.